Event description:
While doing shoulder arthroscopy, md noticed a foreign object in patient's joint. It was retrieved with a grasper and found to be a portion of rubber "o" ring. It was determined to be the inner lumen of a reusable stryker cannula used during this surgery.